Manufacturer narrative:
The hemopro device was returned to the factory for evaluation. It showed signs of clinical usage; there was no evidence of blood on the device. A visual inspection did not identify any nonconformities which may have contributed to the reported event. A pre-cautery test was performed on the device with a reference power supply and extension cable; the device did not pass the pre-cautery test as it remained activated. Cycle life testing was performed on the device; the device did not pass the testing as it self-activated prior to the first cycle. The device handle was opened to verify connections; under magnification, soldering flux was observed on the switch body, lever, and actuator of the micro switch. No nonconformities were observed with the solder joints. The contamination caused the micro-switch actuator to be stuck "on." Based upon the evaluation results, the reported complaint was confirmed. The following corrective action has been taken to address the solder flux issue: maquet has revised the work instruction for the soldering process mpi2047401/handle assembly mpi2047410 to add enhanced visual inspection to the soldering points and the switch contamination with flux. Maquet cardiovascular llc has initiated recall 2242352-10/28/13-002r to address this failure mode. The FDA nj district recall coordinator has been advised. A notification letter has been sent to this customer. Note: FDA has not yet assigned a "z" number to this action. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro device did not have any power. This occurred 10-15 minutes into the procedure. A second hemopro device was used; however, it fired immediately without the trigger being depressed. A replacement hemopro and extension cable were used to complete the procedure. The hospital did not report any patient effects. Refer to MFR report numbers 2242352-2013-01497 and 2242352-2013-01498 for the related reports.